Event description:
The t12-l1 interspace was entered using the shallow angle entering the epidural space. The epidural space was reached with a loss of resistance technique. Lateral and ap views showed good positioning of the needle at the site. An octrode lead was advanced in the midline. There was a lot of resistance at the level of t10 due to excessive scar tissue. Percutaneous lysis of adhesion was attempted and lead was barely able to reach the top of t9. A right paramedian approach was attempted, but the octrode lead was unable to advance beyond the t10 level. The octrode lead was noted to be completely split slightly below the anchor. Manufacturer response for anchor n300, nevro anchor n300 (per site reporter). Manufacturer response for 50cm 8 contact lead, nevro (per site reporter).